Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt was no longer receiving effective stimulation in addition to experiencing rib stimulation. Subsequently, the pt underwent a lead revision in which an additional scs lead was added to pt's scs sys. The 2 scs leads were disconnected; however, they remain implanted. The issues have been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.